Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
When performing atherectomy on a lesion in the distal peroneal artery, a diamondback 360 peripheral orbital atherectomy device was used with a viperwire guide wire that was not long enough. A longer viperwire advance guide wire was then used. A flow limiting dissection had occurred, identified via angiography. Balloon angioplasty was performed to resolved. The patient was stable.